Event description:
Caller reported that an alarm occurred with the tandem mobi cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged for a replacement pump, which would come with updated software. The customer was instructed on procedures for handling the faulty pump, including putting it into storage mode and returning it within 10 days to avoid charges. Caller was also informed about programming settings and connecting their cgm to the replacement pump.